Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device location of device: scarred against uterus'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)', pregnancy with contraceptive device ('pregnancy (with complications)'), gestational diabetes ('complications of your unintended pregnancy:gestational diabetes'), vanishing twin syndrome ('loss of one of the twins during the pregnancy after essure placement/miscarriage/fetal demise of one twin'), abortion spontaneous ('miscarriage/loss of one of the twins during the pregnancy after essure placement/fetal demise of one twin.'), high risk pregnancy ('high risk pregnancy') and twin pregnancy ('twin pregnancy') in a 28-year-old female patient who had essure (batch no: 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included induced abortion on (B)(6) 2001) and depression. Concurrent conditions included morbid obesity, multigravida, parity 3 (on (B)(6) 2007, on (B)(6) 2012, on (B)(6) 2015), diabetes, gestational diabetes, pelvic adhesions, irritable bowel syndrome, gastroesophageal reflux disease, arthropathy and dysmenorrhea. Concomitant products included aripiprazole (abilify) and celecoxib (celexa) for depression, () and insulin aspart (novolog) for diabetes as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), depression ("problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and medical device site scar ("scarred against uterus/essure device had exteriorized through the fallopian tube and scarred against the uterus"). On an unknown date, the patient experienced gestational diabetes (seriousness criterion medically significant), vanishing twin syndrome (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and breech presentation ("breech presentation") and was found to have a high risk pregnancy (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2016 and surgical removal of essure devices, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, gestational diabetes, vanishing twin syndrome, abortion spontaneous, high risk pregnancy, twin pregnancy, medical device site scar, breech presentation, depression and anxiety outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). The reporter considered abortion spontaneous, anxiety, breech presentation, depression, fallopian tube perforation, gestational diabetes, high risk pregnancy, medical device site scar, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy, vaginal haemorrhage and vanishing twin syndrome to be related to essure. The reporter commented: current weight 197 lbs. Insertion procedure-essure coil was placed on the patient ' s left fallopian tube without difficulty and correct placement was confirmed. Essure coil was then placed on the right fallopian tube , but when removing. The introducer it caught on the coil and pulled it about half way out . For this reason , I inserted a hysteroscopic grasper , removed the entire coil , and then re - deployed a new one on the patient ' s right - hand side. On re - deployment the coil stayed in the correct location , leaving just 1 of 3 coils from each side extending into the endometrial cavity. The pregnancy outcome of one of the twin was reported as a live birth and it was unknown whether the child was healthy. The pregnancy outcome of another twin (loss of one of the twins during the pregnancy, miscarriage, fetal demise of one twin) was reported as spontaneous abortion. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). Patient received treatment for events- abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: scarred against uterus, pelvic pain, perforation (fallopian tube(s), depression, anxiety, pregnancy (with complications), diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test: on (B)(6) 2015: 1. Right fallopian tube, segmental resection: histologically confirmed complete cross sections. 2. Left fallopian tube, segmental resection: histologically confirmed complete cross sections. Clinical history / pre-op diagnosis: tubal ligation bilateral repeat cesarean section. Pregnancy test urine: on (B)(6) 2014: pregnant. Ultrasound scan: on (B)(6) 2014: impression: 1. Twin live fetuses. 2. Gestational age 6 weeks 3 days by provided edd on (B)(6) 2015. Slightly discrepant size between the gestational sac and fetal poles noted.; on (B)(6) 2014: impression: 1. Single live fetus. 2. Gestational age: is weeks 3 days by provided edd on (B)(6) 2015. 3. Left-sided placenta without placenta previa. 4. Normal fluid volume; on (B)(6) 2015: impression: l single live fetus in breech presentation. 3. Biophysical profile score 8 out of 8; on (B)(6) 2015: impression: 1. Intrauterine pregnancy in cephalic presentation. 2. Measurements exceed provided dates and are approaching macrosomia. 3. Normal doppler ratios. 4. Normal amniotic index. 5. Fetal biophysical profile score 6 out of a possible 8, with 0 for breathing.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated delivery date of (B)(6) 2015. 2. Gestational age of 35 weeks 1 day based all the provided edd on (B)(6) 2015. 3. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated delivery date on (B)(6) 2015. 2. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation. 2. Gestational age 36 weeks 2 days by provided edd with excellent sonographic correlation. 3. Amniotic fluid index is normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received: medical history added. Previously reported event "pain pelvic" outcome updated to "not recovered / not resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device location of device: scarred against uterus'), uterine perforation ('uterine perforation'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), pregnancy with contraceptive device ('pregnancy (with complications)'), gestational diabetes ('complications of your unintended pregnancy:gestational diabetes'), vanishing twin syndrome ('loss of one of the twins during the pregnancy after essure placement/miscarriage/fetal demise of one twin'), abortion spontaneous ('miscarriage/loss of one of the twins during the pregnancy after essure placement/fetal demise of one twin.'), high risk pregnancy ('high risk pregnancy') and twin pregnancy ('twin pregnancy') in a 28-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included induced abortion ((B)(6) 2001) and depression. Concurrent conditions included morbid obesity, multigravida, parity 3 ((B)(6) /2007, (B)(6) 2012, (B)(6) 2015), diabetes, gestational diabetes, pelvic adhesions, irritable bowel syndrome, gastroesophageal reflux disease, arthropathy and dysmenorrhea. Concomitant products included aripiprazole (abilify) and celecoxib (celexa) for depression, insulin aspart (novolog) for diabetes as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), depression ("problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and medical device site scar ("scarred against uterus/essure device had exteriorized through the fallopian tube and scarred against the uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), vanishing twin syndrome (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), breech presentation ("breech presentation"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have a high risk pregnancy (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation-(B)(6) 2016 and surgical removal of essure devices, tubal ligation). Essure was removed on (B)(6) -2015. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, gestational diabetes, vanishing twin syndrome, abortion spontaneous, high risk pregnancy, twin pregnancy, medical device site scar, breech presentation, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, vaginal infection, bladder disorder, urinary tract disorder, vaginal discharge, cystitis and urinary tract infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). The reporter considered abortion spontaneous, anxiety, bladder disorder, breech presentation, cystitis, depression, fallopian tube perforation, gestational diabetes, high risk pregnancy, medical device site scar, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vanishing twin syndrome to be related to essure. The reporter commented: current weight 197 lbs. Insertion procedure-essure coil was placed on the patient ' s left fallopian tube without difficulty and correct placement was confirmed. Essure coil was then placed on the right fallopian tube , but when removing the introducer it caught on the coil and pulled it about half way out . For this reason , I inserted a hysteroscopic grasper , removed the entire coil , and then re - deployed a new one on the patient ' s right - hand side. On re - deployment the coil stayed in the correct location , leaving just 1 of 3 coils from each side extending into the endometrial cavity. The pregnancy outcome of one of the twin was reported as a live birth and it was unknown whether the child was healthy. The pregnancy outcome of another twin (loss of one of the twins during the pregnancy, miscarriage, fetal demise of one twin) was reported as spontaneous abortion. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). Patient received treatment for events- abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: scarred against uterus, pelvic pain, perforation (fallopian tube(s)), depression, anxiety, pregnancy (with complications), diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: 1. Right fallopian tube, segmental resection: histologically confirmed complete cross sections. 2. Left fallopian tube, segmental resection: histologically confirmed complete cross sections. Clinical history / pre-op diagnosis: tubal ligation bilateral repeat cesarean section. Pregnancy test urine - on (B)(6) 2014: pregnant. Ultrasound scan - on (B)(6) 2014: impression: 1. Twin live fetuses. 2. Gestational age 6 weeks 3 days by provided edd of 31may15. Slightly discrepant size between the gestational sac and fetal poles noted.; on (B)(6) 2014: impression: 1. Single live fetus. 2. Gestational age: is weeks 3 days by provided edd 05/31/15. 3. Left-sided placenta without placenta previa. 4. Normal fluid volume.; on (B)(6) -2015: impression: l single live fetus in breech presentation. 3. Biophysical profile score 8 out of 8; on (B)(6) 2015: impression: 1. Intrauterine pregnancy in cephalic presentation. 2. Measurements exceed provided dates and are approaching macrosomia. 3. Normal doppler ratios. 4. Normal amniotic index. 5. Fetal biophysical profile score 6 out of a possible 8, with 0 for breathing.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated delivery date of (B)(6) 2015 2.gestational age of 35 weeks 1 day based all the provided edd of (B)(6)2015. 3. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated deliverydate of (B)(6) 2015 2. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation. 2. Gestational age 36 weeks 2 days by provided edd with excellent sonographic correlation. 3. Amniotic fluid index is normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain and abnormal bleeding changed to recovered. Added new event vaginal infection, bladder disorder and urinary tract disorder, uti, vaginal discharge, bladder infection. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device location of device: scarred against uterus'), uterine perforation ('uterine perforation'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), pregnancy with contraceptive device ('pregnancy (with complications)'), gestational diabetes ('complications of your unintended pregnancy:gestational diabetes'), vanishing twin syndrome ('loss of one of the twins during the pregnancy after essure placement/miscarriage/fetal demise of one twin'), abortion spontaneous ('miscarriage/loss of one of the twins during the pregnancy after essure placement/fetal demise of one twin.'), high risk pregnancy ('high risk pregnancy') and twin pregnancy ('twin pregnancy') in a 28-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included induced abortion ((B)(6) 2001) and depression. Concurrent conditions included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2012, (B)(6) 2015), diabetes, gestational diabetes, pelvic adhesions, irritable bowel syndrome, gastroesophageal reflux disease, arthropathy and dysmenorrhea. Concomitant products included aripiprazole (abilify) and celecoxib (celexa) for depression, insulin aspart (novolog) for diabetes as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), depression ("problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and medical device site scar ("scarred against uterus/essure device had exteriorized through the fallopian tube and scarred against the uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), vanishing twin syndrome (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), breech presentation ("breech presentation"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have a high risk pregnancy (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation-(B)(6) 2016 and surgical removal of essure devices, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, gestational diabetes, vanishing twin syndrome, abortion spontaneous, high risk pregnancy, twin pregnancy, medical device site scar, breech presentation, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, vaginal infection, bladder disorder, urinary tract disorder, vaginal discharge, cystitis and urinary tract infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). The reporter considered abortion spontaneous, anxiety, bladder disorder, breech presentation, cystitis, depression, fallopian tube perforation, gestational diabetes, high risk pregnancy, medical device site scar, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vanishing twin syndrome to be related to essure. The reporter commented: current weight 197 lbs. Insertion procedure-essure coil was placed on the patient ' s left fallopian tube without difficulty and correct placement was confirmed. Essure coil was then placed on the right fallopian tube , but when removing the introducer it caught on the coil and pulled it about half way out . For this reason , I inserted a hysteroscopic grasper , removed the entire coil , and then re - deployed a new one on the patient ' s right - hand side. On re - deployment the coil stayed in the correct location , leaving just 1 of 3 coils from each side extending into the endometrial cavity. The pregnancy outcome of one of the twin was reported as a live birth and it was unknown whether the child was healthy. The pregnancy outcome of another twin (loss of one of the twins during the pregnancy, miscarriage, fetal demise of one twin) was reported as spontaneous abortion. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). Patient received treatment for events- abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: scarred against uterus, pelvic pain, perforation (fallopian tube(s)), depression, anxiety, pregnancy (with complications). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: 1. Right fallopian tube, segmental resection: histologically confirmed complete cross sections. 2. Left fallopian tube, segmental resection: histologically confirmed complete cross sections. Clinical history / pre-op diagnosis: tubal ligation bilateral repeat cesarean section. Pregnancy test urine - on (B)(6) 2014: pregnant. Ultrasound scan - on (B)(6) 2014: impression: 1. Twin live fetuses. 2. Gestational age 6 weeks 3 days by provided edd of 31may15. Slightly discrepant size between the gestational sac and fetal poles noted.; on (B)(6) 2014: impression: 1. Single live fetus. 2. Gestational age: is weeks 3 days by provided edd 05/31/15. 3. Left-sided placenta without placenta previa. 4. Normal fluid volume.; on (B)(6) 2015: impression: l single live fetus in breech presentation. 3. Biophysical profile score 8 out of 8; on (B)(6) 2015: impression: 1. Intrauterine pregnancy in cephalic presentation. 2. Measurements exceed provided dates and are approaching macrosomia. 3. Normal doppler ratios. 4. Normal amniotic index. 5. Fetal biophysical profile score 6 out of a possible 8, with 0 for breathing.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated delivery date of (B)(6) 2015 2.gestational age of 35 weeks 1 day based all the provided edd of (B)(6) 2015. 3. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated deliverydate of (B)(6) 2015 2. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation. 2. Gestational age 36 weeks 2 days by provided edd with excellent sonographic correlation. 3. Amniotic fluid index is normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia lot number: 869760 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy (with complications)'), uterine injury ('scarred against uterus/essure device had exteriorized through the fallopian tube and scarred against the uterus'), gestational diabetes ('complications of your unintended pregnancy:gestational diabetes'), vanishing twin syndrome ('loss of one of the twins during the pregnancy after essure placement/miscarriage/fetal demise of one twin'), abortion spontaneous ('miscarriage/loss of one of the twins during the pregnancy after essure placement/fetal demise of one twin.'), high risk pregnancy ('high risk pregnancy') and twin pregnancy ('twin pregnancy') in a 28-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included induced abortion ((B)(6) 2001). Concurrent conditions included morbid obesity, multigravida, parity 3 ((B)(6) 2007, (B)(6) 2012, (B)(6) 2015), diabetes, gestational diabetes, pelvic adhesions, irritable bowel syndrome, gastroesophageal reflux disease, arthropathy and dysmenorrhea. Concomitant products included aripiprazole (abilify) and celecoxib (celexa) for depression, insulin aspart (novolog) and insulin human;insulin human injection, isophane (humulin) for diabetes as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions ("migration of essure device location of device: scarred against uterus"). On an unknown date, the patient experienced uterine injury (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), vanishing twin syndrome (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and breech presentation ("breech presentation") and was found to have a high risk pregnancy (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation and surgical removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, pelvic adhesions, uterine injury, gestational diabetes, vanishing twin syndrome, abortion spontaneous, high risk pregnancy, twin pregnancy, breech presentation, pelvic pain, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). The reporter considered abortion spontaneous, anxiety, breech presentation, depression, fallopian tube perforation, gestational diabetes, high risk pregnancy, menorrhagia, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, twin pregnancy, uterine injury, vaginal haemorrhage and vanishing twin syndrome to be related to essure. The reporter commented: current weight 197 lbs. Insertion procedure-essure coil was placed on the patient ' s left fallopian tube without difficulty and correct placement was confirmed. Essure coil was then placed on the right fallopian tube , but when removing the introducer it caught on the coil and pulled it about half way out . For this reason , I inserted a hysteroscopic grasper , removed the entire coil , and then re - deployed a new one on the patient ' s right - hand side. On re - deployment the coil stayed in the correct location , leaving just 1 of 3 coils from each side extending into the endometrial cavity. The pregnancy outcome of one of the twin was reported as a live birth and it was unknown whether the child was healthy. The pregnancy outcome of another twin (loss of one of the twins during the pregnancy, miscarriage, fetal demise of one twin) was reported as spontaneous abortion. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: 1. Right fallopian tube, segmental resection: histologically confirmed complete cross sections. 2. Left fallopian tube, segmental resection: histologically confirmed complete cross sections. Clinical history / pre-op diagnosis: tubal ligation bilateral repeat cesarean section. Ultrasound scan - on (B)(6) 2014: impression: 1. Twin live fetuses. 2. Gestational age 6 weeks 3 days by provided edd of (B)(6) 2015. Slightly discrepant size between the gestational sac and fetal poles noted.; on (B)(6) 2014: impression: 1. Single live fetus. 2. Gestational age: is weeks 3 days by provided edd (B)(6) 2015. 3. Left-sided placenta without placenta previa. 4. Normal fluid volume.; on (B)(6) 2015: impression: l single live fetus in breech presentation. 3. Biophysical profile score 8 out of 8; on (B)(6) 2015: impression: 1. Intrauterine pregnancy in cephalic presentation. 2. Measurements exceed provided dates and are approaching macrosomia. 3. Normal doppler ratios. 4. Normal amniotic index. 5. Fetal biophysical profile score 6 out of a possible 8, with 0 for breathing.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated delivery date of (B)(6) 2015. 2.gestational age of 35 weeks 1 day based all the provided edd of (B)(6) 2015. 3. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated deliverydate of (B)(6) 2015. 2. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation. 2. Gestational age 36 weeks 2 days by provided edd with excellent sonographic correlation. 3. Amniotic fluid index is normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jul-2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device location of device: scarred against uterus'), menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy (with complications)'), gestational diabetes ('complications of your unintended pregnancy:gestational diabetes'), vanishing twin syndrome ('loss of one of the twins during the pregnancy after essure placement/miscarriage/fetal demise of one twin'), abortion spontaneous ('miscarriage/loss of one of the twins during the pregnancy after essure placement/fetal demise of one twin.'), high risk pregnancy ('high risk pregnancy') and twin pregnancy ('twin pregnancy') in a 28-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included induced abortion (july 2001). Concurrent conditions included morbid obesity, multigravida, parity 3 ((B)(6) 2007, (B)(6) 2012, (B)(6) 2015), diabetes, gestational diabetes, pelvic adhesions, irritable bowel syndrome, gastroesophageal reflux disease, arthropathy and dysmenorrhea. Concomitant products included aripiprazole (abilify) and celecoxib (celexa) for depression, insulin aspart (novolog) and insulin human;insulin human injection, isophane (humulin) for diabetes as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and medical device site scar ("scarred against uterus/essure device had exteriorized through the fallopian tube and scarred against the uterus"). On an unknown date, the patient experienced gestational diabetes (seriousness criterion medically significant), vanishing twin syndrome (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and breech presentation ("breech presentation") and was found to have a high risk pregnancy (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation and surgical removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, gestational diabetes, vanishing twin syndrome, abortion spontaneous, high risk pregnancy, twin pregnancy, medical device site scar, breech presentation, pelvic pain, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). The reporter considered abortion spontaneous, anxiety, breech presentation, depression, fallopian tube perforation, gestational diabetes, high risk pregnancy, medical device site scar, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy, vaginal haemorrhage and vanishing twin syndrome to be related to essure. The reporter commented: current weight 197 lbs. Insertion procedure-essure coil was placed on the patient ' s left fallopian tube without difficulty and correct placement was confirmed. Essure coil was then placed on the right fallopian tube , but when removing the introducer it caught on the coil and pulled it about half way out . For this reason , I inserted a hysteroscopic grasper , removed the entire coil , and then re - deployed a new one on the patient ' s right - hand side. On re - deployment the coil stayed in the correct location , leaving just 1 of 3 coils from each side extending into the endometrial cavity. The pregnancy outcome of one of the twin was reported as a live birth and it was unknown whether the child was healthy. The pregnancy outcome of another twin (loss of one of the twins during the pregnancy, miscarriage, fetal demise of one twin) was reported as spontaneous abortion. The caesarean delivery occurred on (B)(6) 2015. 3809.4g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: 1. Right fallopian tube, segmental resection: histologically confirmed complete cross sections. 2. Left fallopian tube, segmental resection: histologically confirmed complete cross sections. Clinical history / pre-op diagnosis: tubal ligation bilateral repeat cesarean section. Ultrasound scan - on (B)(6) 2014: impression: 1. Twin live fetuses. 2. Gestational age 6 weeks 3 days by provided edd of (B)(6) 2015. Slightly discrepant size between the gestational sac and fetal poles noted.; on (B)(6) 2014: impression: 1. Single live fetus. 2. Gestational age: is weeks 3 days by provided edd (B)(6) 2015. 3. Left-sided placenta without placenta previa. 4. Normal fluid volume.; on (B)(6) 2015: impression: l single live fetus in breech presentation. 3. Biophysical profile score 8 out of 8; on (B)(6) 2015: impression: 1. Intrauterine pregnancy in cephalic presentation. 2. Measurements exceed provided dates and are approaching macrosomia. 3. Normal doppler ratios. 4. Normal amniotic index. 5. Fetal biophysical profile score 6 out of a possible 8, with 0 for breathing.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated delivery date of (B)(6) 2015 2.gestational age of 35 weeks 1 day based all the provided edd of (B)(6) 2015. 3. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: 1. Single live fetus in cephalic presentation with gestational age of 35 weeks 4 day8 and estimated deliverydate of (B)(6) 2015 2. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: impression: 1. Single live fetus in cephalic presentation. 2. Gestational age 36 weeks 2 days by provided edd with excellent sonographic correlation. 3. Amniotic fluid index is normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction received. Event verbatim were updated as perforation (fallopian tube(s))/migration of essure device location of device: scarred against uterus. Event : pelvic adhesions were deleted. For event : scarred against uterus/essure device had exteriorized through the fallopian tube and scarred against the uterus, coding were updated from uterine injury nos to medical device site scar. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy (with complications)'), device expulsion ('migration of essure device location of device: scarred against uterus'), uterine injury ('scarred against uterus/essure device had exteriorized through the fallopian tube and scarred against the uterus'), gestational diabetes ('complications of your unintended pregnancy:gestational diabetes'), vanishing twin syndrome ('loss of one of the twins during the pregnancy after essure placement/miscarriage/fetal demise of one twin') and abortion spontaneous ('miscarriage/loss of one of the twins during the pregnancy after essure placement/fetal demise of one twin.') In a (B)(6) female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included induced abortion ((B)(6) 2001). Concurrent conditions included obesity, multigravida, parity 3 ((B)(6) 2007, (B)(6) 2012, (B)(6) 2015), diabetes, gestational diabetes, pelvic adhesions, irritable bowel syndrome, gastroesophageal reflux disease, arthropathy and dysmenorrhea. Concomitant products included aripiprazole (abilify) and celecoxib (celexa) for depression, insulin aspart (novolog) and insulin human; insulin human injection, isophane (humulin) for diabetes as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced uterine injury (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), vanishing twin syndrome (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and breech presentation ("breech presentation") and was found to have a high risk pregnancy ("high risk pregnancy") and twin pregnancy ("twin pregnancy"). The patient was treated with surgery (ablation and surgical removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, device expulsion, uterine injury, gestational diabetes, vanishing twin syndrome, abortion spontaneous, breech presentation, high risk pregnancy, pelvic pain, vaginal haemorrhage, depression, anxiety and twin pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. (B)(6) was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes).the pregnancy outcome of another twin (loss of one of the twins during the pregnancy, miscarriage, fetal demise of one twin) was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, breech presentation, depression, device expulsion, fallopian tube perforation, gestational diabetes, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy, uterine injury, vaginal haemorrhage and vanishing twin syndrome to be related to essure. The reporter commented: current weight (B)(6). Insertion procedure-essure coil was placed on the patient ' s left fallopian tube without difficulty and correct placement was confirmed. Essure coil was then placed on the right fallopian tube , but when removing the introducer it caught on the coil and pulled it about half way out . For this reason , I inserted a hysteroscopic grasper , removed the entire coil , and then re - deployed a new one on the patient ' s right - hand side. On re - deployment the coil stayed in the correct location , leaving just 1 of 3 coils from each side extending into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: right fallopian tube, segmental resection: histologically confirmed complete cross sections. Left fallopian tube, segmental resection: histologically confirmed complete cross sections. Clinical history / pre-op diagnosis: tubal ligation bilateral, repeat cesarean section. Ultrasound scan - on (B)(6) 2014: impression: twin live fetuses. Gestational age (B)(6) by provided edd of (B)(6) 2015. Slightly discrepant size between the gestational sac and fetal poles noted; on (B)(6) 2014: impression: single live fetus. Gestational age: is (B)(6) provided by edd (B)(6) 2015. Left-sided placenta without placenta previa. Normal fluid volume; on (B)(6) 2015: impression: single live fetus in breech presentation. Biophysical profile score 8 out of 8; on (B)(6) 2015: impression: intrauterine pregnancy in cephalic presentation. Measurements exceed provided dates and are approaching macrosomia. Normal doppler ratios. Normal amniotic index. Fetal biophysical profile score 6 out of a possible 8, with 0 for breathing.; on (B)(6) 2015: impression: single live fetus in cephalic presentation with gestational age of (B)(6) and estimated delivery date of (B)(6) 2015. Gestational age of (B)(6) based all the provided edd of (B)(6) 2015. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: 1. Single live fetus in cephalic presentation with gestational age of (B)(6) and estimated delivery date of (B)(6) 2015. Biophysical profile score is 8 out of 8.; on (B)(6) 2015: impression: single live fetus in cephalic presentation. Gestational age (B)(6) by provided edd with excellent sonographic correlation. Amniotic fluid index is normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received: lot no added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. New events - abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: scarred against uterus, pain, perforation (fallopian tube(s)), psychological or psychiatric pregnancy (with complications), twin pregnancy , loss of one of the twins during the pregnancy, high-risk pregnancy, breech presentation, problems condition: depression and mental anguish were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.